Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrioventricular nodal reentry tachycardia (avnrt) with an ez steer¿ nav bi-directional electrophysiology catheter and suffered a complete heart block requiring a temporary pacemaker insertion. During the procedure, a complete heart block was discovered and confirmed by electrocardiogram (EKG). A temporary pacemaker was inserted. The patient was reported to be in stable condition at the end of the procedure. Extended hospitalization was required as a result of the adverse event for observation purposes. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no error messages reported on any bwi equipment during the procedure.